Event description:
It was reported that a pinhole occurred. The 95% stenosed target lesion are was located in the mildly tortuous and non-calcified arteriovenous fistula vein side. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, upon inflation, the value of the indeflator did not increase. The physician observed that the contrast media was to leaking. Subsequently, a pinhole on the balloon was noted. However, it was further reported that all the components were simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: a visual and microscopic examination was performed on the returned device. It was noted that approximately 6mm of the proximal end of one of the blades was lifted distally from the balloon material. The remaining 14mm of the lifted blade and the entire blade pad remained bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft to be kinked at approximately 185mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pinhole occurred. The 95% stenosed target lesion are was located in the mildly tortuous and non-calcified arteriovenous fistula vein side. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, upon inflation, the value of the indeflator did not increase. The physician observed that the contrast media was to leaking. Subsequently, a pinhole on the balloon was noted. However, it was further reported that all the components were simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.